Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/17/2017 with the following findings: the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad. Additionally, the display was dim with letters having a red hue. Unrelated to the issue, the paint was worn off throughout the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim. This report is made based on results of investigation completed on 2/17/2017.